Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up 3 - 11/05/2015. Supplemental sent to correct information previously sent. MFR narrative in follow-up 2 was headed by the wrong follow-up number ("follow-up 1"). Corrected narrative below: follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction 09/08/2015: on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged product issue began but stated that they obtained blood glucose readings of ¿204-212mg/dl¿ with the subject meter which were compared to readings of ¿140-145mg/dl¿ obtained on a onetouch ultraeasy meter within 30 minutes of one another. The patient manages their diabetes with oral medication (x4 metformin 100mg per day) as well as with diet and/or exercise. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that ¿14 days¿ prior to the alert date of (B)(6) 2015 they visited their doctor¿s office where they had their normal daily regimen changed. Their new regimen consists of 4 and a half 1000mg pills of metformin per day. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.